Event description:
Caller alleges inaccuracy with inratio. Results are as follows: date 2007; inratio 1.9; lab 8.0. Date 2007; inratio 1.9; lab 10.2.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date 2007, inratio 1.9, lab 8.0, mean 4.95 confidence limits 2.8-7.2. Date 2007, inratio 1.9, lab 10.2, mean 6.05, confidence limits unable to be determined. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For the 1st data set, both inratio and lab values are not within the confidence limits for inr testing. For the 2nd data set, the readings are considered inaccurate based on "area outside the acceptance region" table. The results are considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is required at this time.